Event description:
A company representative reported that an aleutian an inserter and an aleutian an inserter inner shaft fractured intra-operatively and that a device component remained in the patient. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient. This report captures the aleutian an mi inserter.

Manufacturer narrative:
Additional data: d4, d9, h3, h4. Corrected data: g1. H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.